Manufacturer narrative:
Due to intra-operative malfunction, the device was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 5, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a patient underwent a scoliosis correction procedure on (B)(6) 2016 during which three (3) universal reduction screws (urs) and multiple universal spine screws (uss ii) were inserted. After loosely inserting the rod and locking caps, the surgeon needed to remove the rod as one (1) of the urs screws had fixed its polyaxial angle and could not be remobilized. No bone fragments were present in the area; the surgeon backed the screw out again, but there was still no change. As a result, the surgeon removed the screw and replaced it with an alternate. In doing so, the pull out strength of the construct was reduced. The procedure was completed with a fifteen (15) minute delay. No additional information is available. This report is 1 of 1 for (B)(4).